Event description:
After placing sutures, the surgeon noticed that one leaflet did not open properly. While attempting to rotate the valve with the rotator, a leaflet dislodged. The dislodged leaflet could not be located.